Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not switching on, observed no power to tso and collimator. Upon troubleshooting, the fse identified that the 24-volt supply of the r cabinet was defective. The suppliers part analysis conclusively determined the cause of pdu fan tray failure as psu4 malfunction. To resolve the issue, the fse replaced the pdu fan tray and performed the functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.